Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: skyline plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: koller, h. Et al (2023), clinical and surgical results related to anterior-only multilevel cervical decompression and instrumented fusion for degenerative disease, brain and spine vol. 3,101716, pages 1-6 (germany). The aim of this retrospective study is to identify patients who benefit from amcs by a detailed analysis of radiographic, surgical and outcome data, in patients undergoing 3-5-level amcs. They hypothesize that analyzing factors influencing clinical outcome dichotomized into best- and worst-outcome can identify influence of cervical alignment. Between 2010 and 2016, a total of 244 patients (144 were females) with a mean age of 55 years who underwent plated anterior-only multilevel cervical fusion surgery (amcs) of 3-levels using intervertebral cages (unknown manufacturer) were included in the study. Surgery was performed using a titanium locking cervical plate was used in all patients (skyline, depuysynthes, rayham/USA). The mean clinical follow-up 26 months. The following complications were reported as follows: 13 patients had non-union (pseudoarthrosis), including 4 patients with screw loosening. 4 patients had cervical hematoma, patients had c5-palsy with recovery, 1 patient had csf-leakage3, 1 patient had severe postoperative delirium, 1 patient had celoid scarring, 1 patient had symptomatic screw loosening with retraction, 4 patients had dysesthesia at icg-site, 2 patients had hematoma at icg-site, 2 patients had delayed wound-healing at icg-site, 1 patient had stable fracture of iliac wing an icg-site, 5 patients had chronic dysphagia, 2 patients had recurrent laryngeal nerve palsy with persistent hoarseness 2 (0.8), 3 patients had recurrent laryngeal nerve palsy with recovery, 19 patients underwent reoperations: n= (10) posterior instrumented spinal fusion and extension of fusion for non-union, with/without sasd (symptomatic adjacent segment disease), n=6 ant/post extension of fusion for asd, n=4 anterior hematoma evacuation, n=2 re- acdfp 1x for non-union repair, 1x asd), (n=1) haematoma revision at icg site, (n=1) repair of csf leak, (n=1) early decompression c4-6 for severe c5 palsy and (n=1), change of loosened anterior screw of c3, 8 patients had early revision (<1 mt), 10 patients had late revision (>1 mt), 4 patients had revision recommended. This report is for an unknown synthes: depuy spine skyline plate/screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).